Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500ml eva tpn bag was leaking from the middle port. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that two (2) exactamix 500ml eva tpn bags were leaking from the middle port. The lot was manufactured august 27, 2018 - august 28, 2018. Two (2) samples were received for evaluation. Visual inspection revealed fluid inside the bag that contained the devices. Functional testing was performed and revealed a leak between the spike port tubing and spike port connector of both samples. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.